Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the permanent cautery hook (pch) instrument's tip was broken during the process of inserting the incision into the uterine fibroids. The customer used a backup pch instrument to continue with the procedure. No fragment fell inside the patient. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and found to have a broken main tube at the distal tip. No material was found missing. Components adjacent to this broken main tube do not show damage. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.